Event description:
During a ptca/stent procedure, the vision stent was advanced. Then, the stent came off of the stent delivery system(sds), and it was lost in the femoral artery. Surgery was performed to remive the vision stent from the femoral artery.